Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was difficult to interrogate the neurostimulator (ins) prior to implant. An error message was received on the physician programmer. The ins was not implanted. Additional information has been requested.

Event description:
It was reported that the patient received inappropriate therapy, due to noise on the ventricular lead. The noise could not be reproduced with patient movement or pocket manipulation. All measurements were within normal ranges.